Event description:
Healthcare professional reported a xen®45 gts event described as "the needle exited the sclera too posterior causing a subconjunctival hemorrhage in the desired location" during implantation in left eye. Due to low visibility the patient will return for implantation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "conjunctival perforation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.